Event description:
A meter of hcp meter compraison test was made with the rpt's meter reading 126 mg/dl and the hcp meter 180 mg/dl. Time difference betweent ests was less than five mins. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8